Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No frozen screen noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported there was a button error alarm on her insulin pump. Customer's blood glucose level was 270 mg/dl. Insulin pump will be replaced. No additional information provided.